Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 27mm from the tip and damage to the tip. There is blood present inside the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28-sep-2021. It was reported that balloon leak occurred. The 90% stenosed target lesion was located in the calcified and non-tortuous left anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon leaked. The procedure was completed with a 2.5 x 2.20 coyote balloon catheter. No patient complications were reported. It was further reported that there was no visible pinhole noted. However, returned device analysis revealed balloon pinhole.